Event description:
The manufacturer received information alleging visualization of particles related to the CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation related to the CPAP device's sound abatement foam. The manufacturer received new information 6/28/22 alleging cough; nasal/throat irritation or soreness. In addition, the manufacturer received the patient's age and gender, along with information reporting the patient is using an ozone based disinfection device. There was no allegation of serious or permanent harm or injury.